Manufacturer narrative:
Device unique identifier (UDI) unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while servicing the system, the navigation system powered down without prompt from the user three times. It was reported that the user brought the system back up after each occurrence. There was no patient present when this issue was identified.